Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery will not charge. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
A quote for service repair was sent to the customer, the customer has not responded.